Manufacturer narrative:
Method: device history review. Device not returned for evaluation. Results: no relevant manufacturing issues were identified as all units passed various inspections and met specifications. Conclusion: because the device was not received back for evaluation, testing and inspection could not be performed to aid in root cause analysis. The root cause of the customer reported event cannot be determined conclusively.

Event description:
It was reported that; during blocker final tightening, the torque wrench could not tighten the blocker as the tulip arms kept splaying.

Event description:
It was reported that; during blocker final tightening, the torque wrench could not tighten the blocker as the tulip arms kept splaying.